Event description:
It was reported that following  implant of the leadless implantable pulse generator (ipg), an echocardiogram revealed that the patient experienced pericardial effusion at the apex of the heart and cardiac tamponade possibly due to the scratching of the atrial wall during recapture of the leadless ipg after the first deployment. Pericardiocentesis was performed and the patient was transferred to  an intensive care unit (ICU). The leadless ipg remains in use  while the delivery system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys / model #: mc1vr01-delsys / expiration date: 14-jan-2023 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no / dev rtn to MFR? No / mfg date: 19-jul-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.